Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 3.0x38mm 75% stenosed eccentric and progressive target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Lesion was pre-dilated with a 2.5x15mm maverick balloon. The physician then advanced the 3.0x38mm promus element however resistance advancing the device was encountered. Upon removal of the stent delivery system the stent was observed as damaged. A 3.5x38mm promus element was used to successfully complete the procedure. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the femoral artery. The 3.0x38mm 75% stenosed eccentric and progressive target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Lesion was pre-dilated with a 2.5x15mm maverick balloon. The physician then advanced the 3.0x38mm promus element; however, resistance advancing the device was encountered. Upon removal of the stent delivery system, the stent was observed as damaged. A 3.5x38mm promus element was used to successfully complete the procedure. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. On rows 2 and 3 struts are raised. A visual and microscopic examination identified tip damage. The tip of the device was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. There were also kinks identified along the entire length of the hypotube shaft. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).